Event description:
A vaxcel microport was being placed for therapeutic purposes in 2005. During placement, when the guidewire was pulled back, resistance was noted and the wire showed evidence of fraying and dislodged. Radiology evaluation revealed a piece of wire in the subcutaneous tissue. The piece of wire remains in the upper chest tissue and will not be removed. The procedure was completed with the placement of the port.